Event description:
Customer reported an error code was displayed. No pt injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and replaced the ethernet card and system interface card. System operates as intended.